Event description:
Procedure type: roux-en-y. According to the rptr: the day after surgery, a major leak occurred. Additional surgery was done. There was additional tissue loss. No bleeding occurred. No tissue was damaged. Nothing fell into the pt cavity. Follow-up for the pt is ongoing.

Manufacturer narrative:
(B)(4).